Event description:
Technician alleges the power cord is damaged; wires exposed. No pt was in the bed and no injury reported. The bed was found in the shop.

Manufacturer narrative:
Cause: defective power cord. Resolution: technician replaced the power cord. This resolved the problem.